Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
A patient reported blood glucose results of "4.9 and 7.2 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The patient also reported blood glucose results of "4.2 and 7.3 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The customer care representative walked the patient through a check strip test and the result fell outside the specified range. The meter, test strips, an control solution where replaced.